Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(6) was inspected at the customer site. The reported complaint that the thermogard console displayed tcmid: 05 (coolant diff failure) error message was confirmed in the system's event log data and during functional testing. The root cause of the tcmid: 05 was the defective lm34 temperature sensor, likely due to aging. The device's life expectancy is 5 years. The thermogard console was manufactured in august 2012 and is over 13 years old, and the lm34 temperature sensor was last replaced on (B)(6) 2020. A review of the console's event log revealed tcmid: 05 (coolant diff failure) error messages around the reported event date, confirming the reported complaint. The thermogard system displayed a tcmid: 05 error message during functional testing, confirming the reported complaint. The root cause of the tcmid: 05 error was the defective lm 34 temperature sensor, which was replaced to remedy the fault. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and two similar complaints were reported for the thermogard console with serial number: (B)(6). (B)(6) was reported on 28 september 2016, and (B)(6) was reported on 07 february 2020 for tcmid: 05 error. The lm34 temperature sensor was replaced in both cases to remedy the fault.

Event description:
During ivtm therapy, the thermogard xp ivtm system (sn: (B)(6) displayed a tcmid:05 (coolant diff failure) error message. No further information was provided. The patient's status information was requested, but the customer did not provide a response.